Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. No blood glucose level was provided at the time of the call. Customer refused troubleshooting. She stated that she did conduct troubleshooting and nothing seems wrong. Customer stated she had a bad site. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.